Event description:
(B)(6) reports that the ketosis strips show significantly lower results than the ketostix that the hospital use. (B)(6) states that she has tested the lw scientific strips (from our organization) and the bayer ketostix (from hospital) side by side, using the same urine and received very different results. The lw scientific strips indicate a small to moderate amount of ketones, but the bayer ketostix indicate a large amount of ketones. Pt is on a ketogenic diet, so it is necessary to monitor her ketones on a regular basis. Our organization sent a driver to pick up the current lw scientific ketosis strips (lot #59047) that are in the home and deliver a replacement bottle of the lw scientific ketosis strips of a different lot number. (B)(6) compared the new bottle of strips to the strips she received from the hospital. There was still a notable different - the strips from lw scientific were moderate for ketones while the hospital shows large amounts of ketones. Our organization decided to stock the bayer brand of strips for consistency. Complaint was reported to lw scientific and they will look further into why there is a difference. For urinalysis.